Event description:
Customer noted the cable between the power supply and board was melted at the connection to the board.

Manufacturer narrative:
Statspin centrifuge unit was not working and the cable between power supply and pcb board was melted. No injuries were reported. No visible flames and smoke were observed, nor fire department was called. However, there was evidence of charred material. The unit evaluation upon service showed power harness melted to the pcb. The pcb was replaced and other parts rebuilt to bring unit up to current safety standards.